Manufacturer narrative:
Revision occurred approximately 446 days after the primary surgery due to instability. No actual,implied, or suspect link to fx product.

Event description:
Revision occurred on (B)(6) 2026 approximately 446 days after the primary which occurred on (B)(6) 2025. No fall or other trauma was reported. Based on comparing usage forms only humelock reversed centered glenosphere w/ screw cocr/ta6v/tin 10° tilt ø36mm, fx v135 humeral cup 135/145° stability pe/ta6v ø36 +9, humelock reversed ta6v cementless glenoid baseplate w/ screw ti/ha ø24mm, +3mm lateralized, central screw ta6v ø4.5mm l.20mm, two standard screw ta6v ø4.5mm l.30mm and two standard screw ta6v ø4.5mm l.25mm was explanted due to instability and replaced with humeral cup standard pe/ta6v ø36/+6 and djo baseplate and screws. Fx v135 stem ta6v ø32/16 cementless ti/ha was not replaced.